Manufacturer narrative:
The insulin pump received with no act and down button response due to flattened button dome switch. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's parent reported via phone call that customer received a button error alarm and was not sure how it occurred. It was also reported that insulin pump had a blank screen display. Customer's blood glucose was 422 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.